Event description:
Caller reported cgm error 42, indicating an issue with the continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided information for a complete pump reset and guided the caller through the process, resulting in successful initiation of the sensor session without further errors.